Event description:
It was reported that during implant of the right ventricular lead, high impedance was observed. All other electrical values were normal and the lead was implanted. Following implant, normal impedance was observed. The patient was in stable condition after the event.